Event description:
It was reported that when using the bd pyxis¿ es server multiple users were unable to access the es server website. The customer stated that upon launched the website, an error message appeared indicated, site could not be reached, prevented access to the login page. The issue was reported by a member of the hit team, who confirmed that no problems were identified on their end. No additional error messages were displayed, and interface messages were continuing to process normally. The customer reiterated that the website could not be reached and that the login page never loaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) reported that additional information was received regarding the case, indicating that users had been accessing the enterprise server website using an incorrect link. The tss confirmed that once the correct link was used, users were able to log in successfully without any issues and confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.